Manufacturer narrative:
The reported events of no output and inability to interrogate were not confirmed. The device was received with normal telemetry and normal output. Device image analysis noted voltage drop. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient was outside during heavy rain and lightning hit the ground around 50 meters away from the patient, and the patient experienced syncope. The patient presented in the emergency room and the device was unable to be interrogated and there was no pacing from the device. The device was explanted and replaced to resolve the event. The patient was stable.